Event description:
The physician attempted closure of an arteriotomy site with the perclose a-t (closer ak) device following an interventional procedure. Fluoroscopy was performed prior to the closure procedure with the following findings: vessel size was "eight (8) mm;" vessel condition was described as being "no problem;" and the site was confirmed in the common femoral arterty. It was noted that the pt did not have scar tissue present at the site of the groin. Reportedly the physician "could not take the foot back to the distal guide." The physician then realized "he hadn't pulled the needle plunger out of the storage lumen." When he attempted to remove the needle plunger, "the needle plunger couldn't be pulled out." In order to retrieve the device from the pt's groin, "the doctor carved skin, dilated the point of puncture, took the device out and used surgical suture to sew the vessel." This event prolonged the pt's hospitalization. The pt remained in the hospital for one(1) month, but it is unk if her hospitalization was a result of the event.